Event description:
The customer requested a log review because of an event that caused pt harm, however, no details were provided regarding the extent of harm or the medical intervention that was required. The details that were provided are as follows: "a calcium chloride bolus was programmed at 560 mg/5.6mls. The dose hard stop was reached. The pt's weight was changed to bypass the hard stop. The soft stop was reached for dose and concentration." The customer did not provide intended programming. Customer states no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the data set and event logs have not been received. A f/u report will be submitted with investigation results should the data set and event logs be received for eval.